Event description:
It was reported that the biomed had the arctic sun device that the screen was not powering on, says to enter current password. Per review of wo notes- coming in for coin cell. Per review of work order wo-(B)(4), the serial number on the control panel bracket #(B)(6) does not match the serial number of the device, #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.